Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubble in the tubing. The user successfully primed the tubing to remove the air gap. There was no impact to the user's blood glucose level.